Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported events. The company service representative noted seeing discoloration on the laser footswitch and the footswitch was replaced. The system was then tested and met all product specifications. The system was manufactured on november 22, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser emission kept firing even though the surgeon's foot was not on the pedal. A system advisory also displayed.